Event description:
A surgeon has reported that a memory lens 0904a iol implanted in the left eye of a pt has opacified and was explanted & replaced in 2004 with no reported complications. Prognosis stated as excellent.